Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was implanted within patient's mid-esophagus to treat/remodel a peptic stricture. According to the complainant, on (B)(6) 2010, the patient underwent a planned esophagogastroduodenoscopy to remove a polyflex esophageal stent that was implanted approximately six weeks prior (exact implant date is unconfirmed). During the procedure, the stent was unable to be located. The physician used an endoscope to search within the patient's esophagus and stomach, but as the physician entered the duodenum, the patient's oxygen level dropped, and the patient aspirated. At the discretion of the anesthesiologist, the procedure was aborted. The patient presented with symptoms of aspiration pneumonia and was hospitalized to monitor symptoms; however, the patient subsequently recovered from the aspiration and is currently stable. In an attempt to locate the stent, a radiograph was taken of the patient's chest, as well as a computed tomography scan of the patient's kidneys, ureters and bladder (kub); however, the stent could not be located. On (B)(6) 2010, the patient underwent a second computed tomography scan, however this too was unsuccessful in locating the stent. In the physician's assessment, the patient passed the stent naturally, and no further intervention is planned. The patient was discharged from the hospital on (B)(6) 2010.

Manufacturer narrative:
(B)(4)- no code available (medical intervention required; hospitalized).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.